Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer complained of pain from movement and nausea. He stated that he found that the infusion set had a bent cannula. He stated that he was aware that many of his problems have been due to user error. The customer was treated with fluids and his nausea was also treated for as a result of the 911 call. Advised the customer that he may have had a partial occlusion, as this would not have triggered a no delivery alarm; advised that he would have received some insulin and the alarm would not have gone off. Advised the customer to call when the blood glucose levels were high. He was discharged from the hospital after treatment. The customer also reported that there had been a previous hospitalization for a blood glucose reading of 400 mg/dl, but the customer did not remember the time and date of the event. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-38359 and 2032227-2014-38259.